Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device would not inflate the patient had his ams ultrex inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was added that there were no further patient complication. Should additional information be received, a supplemental report will be submitted.